Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely air was not exhausted due to damaged power supply unit. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had poor light and although the fan was working, air was not exhausted due to damaged power supply unit. There was no patient involvement.